Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to dislocation. The patient had two retinal procedures and the lens was in the sulcus and started moving as a result. It was replaced with a different brand lens. The patient's current prognosis is good.

Manufacturer narrative:
The lens was not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact root cause of the event could not be determined.